Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right ventricular lead revision, the chest x-ray reveal the right atrial lead had no slack. The right atrial lead was explanted and discarded and a new lead was placed. There was no additional information available.